Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for an implantable cardioverter defibrillator check. During the check it was noted the patient¿s left ventricular lead¿s impedance had risen. Programming changes were made. The physician¿s plan for is to monitor the patient with regular follow-ups and to review the left ventricular lead¿s performance when the implantable cardioverter defibrillator reaches its elective replacement interval.